Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it has been reported that reciproc files 6x broke during use. Any injury is unknown as of this MDR report. Additional information has been requested.

Manufacturer narrative:
Customer returned a reciproc file r25 8/100 25mm 025 in loose which is without damage and seven unused reciproc file r25 8/100 25mm 025. The involved files that broke during use were not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1666505, #1666787, #1667123 and #1667119). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.